Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed twenty-seven other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "I placed a sl PICC on (B)(6) 2022. After applying the connector to the PICC, I attempted to flush and observed a slow leak around between the connector and the PICC. I changed the connector but the leak was still there. I tested the first connector on another hub and it was fine. The leak was discovered at the time of insertion. There were no patient symptoms related to the fluid leak. The catheters were removed and replaced with new PICC catheters. The catheter was removed before being dressed or secured."